Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported implant fracture and was removed. Patient has been rescheduled for new implant placement.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two unknown biomet implants were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage and one fractured at the threads and the other fractured at the collar. Age and a fractured at the middle. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported devices were located on tooth # 46 and 47 and was used for approximately 21 years. Pictures or x-ray images were not provided. X-ray images were provided by the customer, the x-ray image shows the product fractured. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021. Information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review: DHR review and complaint history review could not be performed, as the lot numbers associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: no complaint history review could be performed without relevant lots and items information. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.